Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non conformance regarding this lot. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that an arthroscopic image is shown which shows the patient's joint with rests of metal particles. The overall complaint was confirmed as the observed condition of the aggressive 4.0mm 5pk would contribute to the complained device issue. Based on the investigation findings, the potential cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; as per IFU, excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee arthroscopy surgery, the user encountered no issues while operating the aggressive 4.0mm 5pk device in oscillation mode however when they accidentally pressed the wrong pedal, causing the shaver device to run in forward mode, metal abrasion suddenly occurred. According to the reporter, at that moment, the shaver device was inside the joint but had no contact with any tissue. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the products was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it was in used condition. It was forwarded to research & development (r&d). Research & development (r&d) conducted an evaluation with the following results: the purpose of this investigation is to identify any potential causes of shaver shedding reported for the 4.0mm aggressive blade plus, 283419. An amount of shaver shedding is expected during use, this inspection will identify if any nonconformances could be the cause of the reported excess shedding. Samples of the 4.0mm aggressive blade plus, 283419, from lots m2408008 inner and outer assemblies were inspected for tolerance. The assemblies were inspected for inner & outer hub fit length. The outer assemblies were inspected for inner diameter, outer diameter, and overall length tolerances. In summary, the inspection of the sample provided yielded no potential cause for shaver shedding. All dimensions were within specification. The overall complaint was not confirmed as the observed condition of the aggressive 4.0mm 5pk would have not contributed to the complained device issue. Based on the investigation findings a potential root cause cannot be determined. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.